Event description:
A computer system crash occurred in a hosp. Subsequent to the crash, a corrupted file was used in calculating fields having enhanced dynamic wedge resulting in unexpected dose distribution. It has been reported that mistreatments have occurred, however the extent has not been determined. This MDR is filed because serious injury cannot be ruled out as this time. This event was reported in june 2003.